Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned.

Event description:
During use for a cardiopulmonary bypass procedure, the venous line occluder stopped working. It is not evident that the user was immediately aware that the occluder was not functioning. Venous line occlusion was achieved by other means and the procedure concluded without incident. There was no adverse consequence to the patient as a result of this event.